Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 40 mg/dl and the insulin pump alarmed threshold suspend but his blood glucose was 157 mg/dl. Customer turned off the sensor since it kept alarming for low glucose. Customer called later and stated that issue persisted. Threshold suspend triggered because sensor glucose was 67 but blood glucose value was 129 mg/dl. Threshold suspend limit was set up at 70 g/dl. Customer was advised he has to select suspend or restart basal. Nothing further reported.